Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event history log was reviewed and there was no evidence of the reported issue. Accuracy testing was conducted and the reported over infusing issue was duplicated. The device was pumping slightly above the nominal 3%. The explusor was out of specification. The expulsor will be trimmed to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no reported adverse event.